Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Tamper seals were intact. The device was received in good condition with scratched screen. The moment the device was powered up the device started double beeping, replace downstream sensor. Fm-dp-20085-08 was used to test the back-up capacitor. Fm-dp-20085-08 performed. Pump ran 2min 38 sec, pump alarmed 2min 30 sec. Stop watch e6721, test passed. The root cause of the reported issue was found to be the downstream sensor. The downstream sensor was replaced to correct the reported issue.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited continuous beeping. No patient consequences were reported. No adverse effects were reported.